Event description:
It was reported by a customer on (B)(6) 2010 the fiber was damaged; the fiber forward fired and/or the fiber was damaged at the tip at 93,692 joules. No patient injury was reported.